Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2021, patient underwent removal of titanium cannulated proximal femoral nailing system (tfna) nail, tfna fenestrated helical blade and titanium locking screw due to pain. The surgeon implanted a total hip replacement. Surgery was successful and implants were removed with no issues. No patient consequences were reported. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm for im nails. This is report 3 of 3 for complaint (B)(4).